Event description:
It was reported that a freestyle libre 3 sensor did not display glucose readings on the ilet following a scan, and the issue resolved after the contact re-scanned the sensor, restoring readings. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the device functioned as expected after re-scan and no fault was found. It was concluded that the event was not confirmed and user re-scan resolved the issue without further action required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.